Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of approximately 560 mg/dl and was hospitalized for diabetic ketoacidosis, during which subcutaneous insulin injections were given when the pump was out of battery, followed by inpatient treatment with intravenous insulin and saline; the ilet was restarted after stabilization. Symptoms included generalized pain, abdominal pain, vomiting, and dka. Outcomes included emergency transport, hospital admission, medical treatment with exogenous insulin and IV fluids, and recovery with therapy resumed. Investigation included user interview, troubleshooting, and education. Investigation of this case revealed an unclear cause of hyperglycemia with contributing factors including a depleted pump battery, interrupted therapy, and user adherence issues; psychiatric consultation identified concurrent medications that increase glucose, and dosing adjustments were initiated. It was concluded that the event was related to hyperglycemia with cause unclear and that the device function could not be confirmed as a root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.